Manufacturer narrative:
Product ID 3093-28, lot# v340500, implanted: (B)(6) 2009, explanted: (B)(6) 2020. Product type lead. Ins: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Lead: analysis identified that all conductors were broken in the body of the lead at or near the tines. If information is provided in the future, a supplemental report will be issued.

Event description:
There was an in-house finding with no device allegations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the cause of the >4000 ohm impedance was unknown. The rep also reported the cause of the lead being able to be pulled out of the header block after attempting to tighten the setscrew was not determined, the lead was torqued down but was still able to be pulled out of the header. The rep reported that after the call the doctor made the decision to implant the patient with the current ins, try to program around the impedances for efficacy and if the patient was not experiencing symptom relief, then they would replace the entire system in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) during an intraoperative procedure regarding a patient being implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the manufacturer representative (rep) was getting high impedances when the patient¿s ins was tested. The rep noted that the patient had an existing lead and that they were placing a new ins. Prior to calling, the rep stated that they increased the amplitude 2.0 and pulse-width to 240 and then to 270. The caller also stated that they had checked the lead and they were getting good motor response under 1.5 ma prior to the battery replacement using the j-hook. Technical services had the caller adjust to 3.0v and the pulse width was at 270 us green check on electrode 3 and the warning indicator was on electrodes 2, 1 and 0. The caller provided the following values from the impedance results: ref 3 c 2440 2 >4000 1 > 4000 0 1211 ref 2, 1 all >4000 ref 1 c > 4000 3 1211 2 1 >4000ohsm. Technical services had the caller adjust the pulse width to 90 us and 3.0v and rerun the impedances. The caller indicated that all values were >4000 ohms. The rep reported that the health care physician (hcp) removed the lead, wiped it off and then attempted to reinsert it in the header and to tighten the lead. The caller stated that the wrench was clicking but the lead was not torqued down and that they were able to pull the lead out of the header block. The caller indicated that the hcp attempted to tighten the setscrew several times. It was noted that they then attempted to find a second battery but they were unable to find a new one and thus after they attempted to find a second battery they again attempted to tighten the setscrew and the rep indicated that now the ins was appropriately securing the lead in place. The rep re-tested the impedances and again they were getting all values with case as >4000. The caller activated programs 1 and 2 and indicate that they were not seeing any motor response from the patient. Technical services had the caller create a new program using c+ and 0- and cyclin however the caller was again no seeing any motor response from the patient. Since the caller did not have a second battery, technical services reviewed that they may consider closing the pocket and trying to program post-operatively with the available ok electrodes. The rep was going to follow up with the hcp. There were no symptoms reported and there were no further complications reported.

Event description:
Additional information was received from the healthcare professional (hcp): a new stage I & ii were performed. Patient weight at time of event was 154 pounds. No further complications were anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Explant details were omitted from prior report. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported in the device return paperwork that a full removal and replacement occurred as the device impedance could not be cleared on the battery even with a new lead. On (B)(4) 2020 the rep reported in an email that they would be sending back the ins in question along with the lead from the original case complaint as the health care physician (hcp) had brought the patient back to surgery the day prior to the report ((B)(6) 2020). The rep reported that the hcp had tested the lead with minimal motor responses and they replaced the lead and attempted to reuse the ins however the ins gave impedance over 4k on two electrodes, it was rerun at 2.5 amps and the results were then 3 out of range electrodes. The rep reported that the pulse width (pw) was then put up to 330 and all of the electrodes were out of range. The rep reported that the hcp had not been comfortable re-using that battery so a new ins was placed on the lead. The reported that the explanted lead and ins were being sent back and reported that the hcp would like an analysis performed. The implanted system was received by the manufacturer company on 2020-feb-18.